Event description:
Pt implanted approx nine months ago with 4.5mm narrow lc-dcp plate and six screws for a tibia fracture, returned on an unk date complaining of pain. Pt was returned to the operating room on (B)(6) 2012. Surgeon removed all hardware and did not revise the pt to any new hardware. Explanted hardware will be returned to pt. This is the 1st of 7 reports submitted on this event.

Manufacturer narrative:
A review of the device history record revealed no complaint-related anomalies. This order met all dimensional and visual criteria at the time of release with no issues documented during manufacture that would contribute to this complaint condition.

Manufacturer narrative:
This device is used for treatment not diagnosis.(B)(4): placeholder.